Event description:
The customer reported the subject device displayed an error message and the image temporarily disappeared. The reported issue occurred during an unspecified therapeutic procedure. The device had to be power cycled to resume operation. The intended procedure was completed successfully using the subject device. The device was inspected prior to use and no anomalies were observed. There was no patient or user injury reported due to the event. Additional details were requested regarding the reported event. At this time, no additional information has been provided. This report is #2 of 2 due to multiple devices involved. Report #1 of 2 was submitted on medwatch #8010047-2022-11399, with patient identifier (B)(6), for the clv-s400.

Manufacturer narrative:
The subject device is expected to be returned to olympus for evaluation and testing. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and device evaluation. Section g2 was corrected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned and evaluated and no defects were identified during evaluation. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the image issue could not be determined. Olympus will continue to monitor field performance for this device.